Event description:
It was reported that the tips of two cypher screw inserters broke off during surgery. The tips were recovered and another screwdriver was used to complete the procedure. There was no patient impact. This is report one of two for this event.

Manufacturer narrative:
Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned devices match the information in the complaint file and were examined. Visual inspection revealed both devices have a fractured tip. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2024-00413.

Event description:
It was reported that the tip of a cypher screw inserter broke off during surgery. The tip was recovered and another screwdriver was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tips of two cypher screw inserters broke off during surgery. The tips were recovered and another screw driver was used to complete the procedure. There was no patient impact. This is report one of two for this event.